Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on january 10, 2018: it was reported that during an evlt procedure, while the fiber was partially inserted into the patient, the fiber fractured. The fracture site was outside of the patient's body and was easily removed as it "stuck out" from the patient. There was no harm or injury to the patient due to this event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured. A review of the returned sample shows the shaft of the fiber is broken; this is indicative of the glass fiber core fracturing, which could occur during handling of the fiber outside of the body. The customer's reported complaint description of the fiber fracturing is confirmed. A lot history records search for the nevertouch direct kit revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Although the complaint description is confirmed, a definitive root cause for the event cannot be determined. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." Although it cannot be definitively determined, the fracture of the fiber does not appear to be manufacturing or design related. Handling damage is a potential root cause for this event. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).